Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. Reader did not power on with the button press, strip or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The adaptor and cable were not returned by the customer. The returned reader was further investigated and de-cased. Visual inspection was performed and liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer stated that due to the adc device falling water, the customer was unable to power on the adc device by button and/or by test strip and therefore was unable to obtain glucose levels. As a result, the customer experienced dizziness, being in state of "distress," and was unable self-treat, requiring glucagon via injection provided by non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, and kit pack for verification of the correct cable and adapter were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer stated that due to the adc device falling water, the customer was unable to power on the adc device by button and/or by test strip and therefore was unable to obtain glucose levels. As a result, the customer experienced dizziness, being in state of "distress," and was unable self-treat, requiring glucagon via injection provided by non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was de-cased and internal visual inspection was performed, observed corrosion caused by liquid ingress. Therefore, the issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer stated that due to the adc device falling water, the customer was unable to power on the adc device by button and/or by test strip and therefore was unable to obtain glucose levels. As a result, the customer experienced dizziness, being in state of "distress," and was unable self-treat, requiring glucagon via injection provided by non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.